Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Related manufacturer reference number - 2938836-2018-12432. During a clinic follow up, decreased sensing and high defibrillation impedance due to suspected insulation damage were noted on the right ventricular lead. However, no insulation damage was observed on the proximal part of the lead. The lead was capped and exchanged to resolve the event. During the lead exchange procedure, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. No device malfunction was found.